Event description:
During product service by a service technician, a flogard infusion pump was found to have a damaged safety clamp assembly. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection, functional testing, battery testing, and a review of the alarm log were performed. The damaged safety clamp assembly was identified during testing. The cause of the condition could not be determined. To correct the condition, the safety clamp assembly was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.